Event description:
It was reported to philips that the system was able to power on but failed to complete the boot-up process. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.